Event description:
Patient passed away from m.I. The patient has two previous grafts that clotted prior to use. The physician implanted the lifesite system at the same time as the second graft. The patient received dialysis through the lifesite system for 7 months.